Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the control panel processor pcb, image processor pcb, single board computer pcb and backplane board. The components identified were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not play back cine runs (looses images) and the system experienced a lock up during a case. There was no report of patient injury.